Manufacturer narrative:
Additional information was received that it was unknown if electrocautery was used during the procedure. It was also reported that the patient was having a difficult time charging the ipg. The patient underwent an ipg replacement procedure. No device malfunction was suspected. The patient was doing well postoperatively. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician¿s implant manual (B)(4)). The explanted device was not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patients ipg would not charge after a back surgery and ipg relocation procedure. The patient will undergo a pocket relocation and ipg replacement procedure.

Event description:
A report was received that the patients ipg would not charge after a back surgery and ipg relocation procedure. The patient will undergo a pocket relocation and ipg replacement procedure.